Event description:
It was reported that water leaked from the handle part of syringe and the pressure was unable to be applied on balloon dilation catheter. Another device was used to complete the procedure without issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the handle part of syringe and the pressure was unable to be applied on balloon dilation catheter. Another device was used to complete the procedure without issues.

Manufacturer narrative:
The reported event is confirmed supplier manufacturing related. Photo samples were submitted which showed water in the handle of the syringe. The inflation device was returned with the original packaging. An evaluation of the physical sample was completed by (B)(6)on (B)(6)2022. The gauge needle was noted to be at the zero position and no anomalies were noted. The root cause for this event would be error in manufacturing. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. Correction: d,f,g,h h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected